Event description:
It was reported that the user, on the second day of ilet use, experienced hyperglycemia with a blood glucose of 295 mg/dl after disconnecting the pump to shower, and glucose subsequently trended down to 201 mg/dl with continued ilet use; no alerts or alarms were noted. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.